Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had failed storage space and drawer 1.2 was failed. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer responded to a report that the matrix drawer would not open. Upon arrival, identified failures in mini drawers 1.2 and 1.12. Mini drawer 1.2 had a medication jam, which was cleared and recovered. Mini drawer 1.12 had a failed mini engine, which was replaced. After testing, pop matrix drawer 3 failed to be detected. Received a replacement matrix controller board, shut down the device, replaced the drawer board, then rebooted and configured the drawer to the device. All functions restored. The system functioned as intended after the field service engineer repaired the device.